Manufacturer narrative:
Investigation, x-review DHR, x-inspect returned samples . Analysis and findings : complaint # (B)(4). Distribution history: this complaint unit was manufactured at csi on 8/14/19 under wo # (B)(4) and shipped on 9/3/19. Manufacturing record review: DHR's 269842 & 269832 were reviewed and non-conformities, unrelated to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed a couple similar reported complaint conditions. No additional detail on what the issue could be was available on the complaints. New boards were put in the units and the old ones were discarded. Product receipt: the complaint unit was returned on repair log 93534. Visual evaluation: visual examination of the complaint unit revealed extensive physical damage from shipping. However, upon an internal inspection the display board components r9 & r14 were found burnt out. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause : an initial investigation by technical operations (csi's engineering dept.) Has indicated resistors r9 and r14 were burnt out due to being exposed to current outside their rating. The source of the power burning out the resistors has been determined to be t6, one of the transformers on the device. The root cause of this issue has been attributed to under rated resistors and lack of specification on the t6 transformer. Correction and/or corrective action / *preventative action activity initial steps have screened incoming boards starting in october 2019 under non-routine inspections. The inspection was later formalized into procedure sop 59106 and included in the normal inspection criteria for the main board, p/n 300788-r. The inspection put in place calls for 100 % inspection on the t6 transformer. Once all corrections are executed on the ecn, this inspection can be removed. The resistors are to be reviewed for the potential for changing them to a higher rating and the transformer manufacture will be provided with specifications to check against. Additional steps to be worked out as the corrections move forward per CAPA 731. No further training required at this time.

Event description:
Customer stated "can not raise/lower power valves (entire left side controls not working)" r9 and r14 resistors burnt out. Reference repair order # (B)(4).

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc. Reference : (B)(4).

Event description:
Customer stated "can not raise/lower power valves (entire left side controls not working)". R9 and r14 resistors burnt out. Reference repair order #: (B)(4).